Event description:
The customer reported the ventilator failed testing during setup due to a circuit failure. The device was not in use on a patient. During evaluation, the manufacturers field service engineer (fse) reported the ventilator was not cycling properly, with the sound and pace of the exhaled breath not correct for the parameters that were set for testing. During visual inspection, the fse reported the inspiratory non-rebreathing check valve body was found torn and damaged and not in place. The reported finding of the check valve may result in blocked airflow through the gas path of the assembly. The fse replaced the check valve to correct the reported problem. Applicable final testing was completed per operating specifications and passed.

Manufacturer narrative:
Results: check valve.